Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, as reported, patient factors (low left main height, 4 mm) and procedural factors (too aortic placement of the valve) resulted in the coronary obstruction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported that during a transfemoral tavr procedure following the deployment of a sapien valve, flow into the left coronary artery (lca) was restricted. Emergent CABG was required. Reportedly prior to the procedure concerns were expressed that the left coronary artery (lca) height was only measured at 4mm. The patient was described as inoperable due to severe copd and therefore not deemed to be a candidate for general anesthesia. This patient had already been rejected by other tavr sites due to the lca height and they wanted to proceed with the case. Due to the height of the lca it was elected to place a guide, wire and stent into the lca; then deploy the sapien valve with the lca being protected. After the native valve was crossed with a guidewire the patient began to experience hypotension and bradycardia; low dose levophed was started and the patient¿s blood pressure increased. Bav was performed without rapid ventricular pacing or a contrast injection. Intra arterial epinephrine was administered due to low blood pressure and the levophed infusion was increased. The sapien valve was advanced across the native aortic valve and deployed as intended, in a 50/50 position. After deployment coronary flow into the lca was present but somewhat sluggish. It appeared as if a native leaflet was in a position directly in front of the lca; however no st elevations were observed. An aortogram revealed moderate ai; according to the echocardiographer tte did not show any significant ai. The tavr team members interpreted that angiographic moderate ai was a result of an overhanging leaflet. It was elected to implant a second sapien valve, more aortic than the first (reference manufacture report number 2015691-2014-00821). While the valve was being crimped the tavr team deployed the stent into the lca. After implanting the second valve the ai was lessened; however the flow into the lca worsened. The patient¿s blood pressure continued to drop and eventually the patient went into v-fib. The patient was defibrillated repeatedly, intubated and CPR was performed. An iabp was placed in an attempt to stabilize the patient. A decision was made to bring the patient from the cath lab to the or to perform a CABG of the lad/circ; the patient was transferred quickly to the or. The CABG was performed but the patient expired shortly after the surgery in the ICU.